Event description:
The needle failed to retract, resulting in a needlestick injury.

Manufacturer narrative:
The sample may be available for eval. Add'l info regarding this incident has been requested. If the sample and/or add'l info is rec'd, a supplemental report will be submitted. (B)(4).